Event description:
Device malfunction: vessel locator wings prematurely collapsed. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the vessel locator wings prematurely collapsed and the clip could not be deployed. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.